Event description:
Information received by medtronic indicated that the customer tried changing the battery of the insulin pump but still, it won't turn on. The customer also reported that the customer was in the hospital because of diabetic ketoacidosis. The customer also reported that the insulin pump started not working last night. When the customer woke up the customer was already having high blood glucose. The customer¿s blood glucose at the time of event was 394 mg/dl. The current blood glucose value of the customer at the time of the call was 220 mg/dl.  The customer did not experience any symptoms of high blood glucose value. The auto mode was activated at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version unknown; retainer ring: black. Customer returned pump for an alleged blank display and was hospitalized for high bgs and dka found on (B)(6) 2022. Pump was received with a blank display with vibrate alert and flashing red light. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display with vibrate alert and flashing red light. Unable to download history files and traces using thump due to a blank display with vibrate alert and flashing red light. Unable to upload pump to carelink due to a blank display with vibrate alert and flashing red light. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display with vibrate alert and flashing red light noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display with vibrate alert and flashing red light noted. The pump powered up properly after battery installation. A blank display with vibrate alert and flashing red light was confirmed, suspected on pcba 2. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high bgs and dka. Unable to download history files and traces using thump was confirmed. Unable to upload pump to carelink was confirmed. Unable to download history files and traces using thump and unable to upload pump to carelink were due to a blank display with vibrate alert and flashing red light. A blank display with vibrate alert and flashing red light was confirmed, suspected on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The ketone test was positive. The insulin pump was returned for the analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.